Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the customer's allegation was confirmed. The evaluation found there was a cut on the bending section cover and not waterproof. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: the bend angle in the up direction did not meet the specification due to wear of the angle wire; the right/left knob was out of specification due to wear of the angle wire and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had leakage in the bending area. The issue was found during preparation for use for an unspecified diagnostic procedure. The intended procedure was completed by using a similar device. There was no report of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the residue and debris were coming out of the suction-cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.